Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. Ni/ni/ni: the patient had subsequent surgical intervention due to the mesh. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (catalog no, lot no, expiry date, UDI no), d.6b, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. Ni/ni/ni: the patient had subsequent surgical intervention due to the mesh. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex st mesh (device #1). Per operative notes, ¿hernia defect was reduced and ventralex st mesh (device #1) was placed and sutured.¿ (B)(6) 2013 ¿ patient was diagnosed with umbilical pain thereby underwent open repair with removal of mesh. Per operative notes, ¿subcutaneous tissue was densely fibrotic. The mesh was excised and mesh was noted to be adherent to the greater omentum. The midline abdominal fascia was closed with sutures.¿